Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging chest tightness, difficulty in breathing, cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged to have chest tightness, difficulty in breathing, cough related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection - dust/dirt contamination inconsistent with degraded sound abatement foam observed throughout device enclosure,outside the device enclosure and airpath suggesting a source external to the device and evidence of water ingress on the blower and blower box,suggesting the use of non-distilled water in humidifier's water chamber.slight black contamiantion at the blower seal of the blower box is consistent with the keratin contamination observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one error (err_null_ptr) found. The manufacturer concludes,that they could not confirm the customer complaint and they confirmed the presence of contamiantion in the airpath and there is no evidence of sound abatement foam degradation/breakdown was not observed in the base unit.